Manufacturer narrative:
Section e3: health care profession correction. Manufacturer's investigation conclusion: the reported event of loss of power while connected to the mobile power unit (mpu) was confirmed via the submitted log files. On (B)(6) 2024 at 20:55:19, the log file captured low voltage hazard and power cable disconnect alarms that escalated to a no external power alarm at 20:55:23 while connected to the mpu. The alarms were due to the relative state of charge (rsoc) voltage decreasing below the alarm thresholds. This is consistent with a loss of power to the mpu. The alarms resolved at 20:55:23 when power is restored. The backup battery supported the system without issue during the event. The no external power event did not impact the system controller¿s ability to support the pump and there were no other notable events captured on the reported event date in the log file. Multiple attempts were made to obtain additional information regarding the patient status, if the mpu has a v-lock connector on ac power cord, if the ac power cord came loose at the wall outlet, if there were any environmental circumstances that could have affected the ac power at the time of the event, if any product was exchanged or will be returning, the serial number of the mpu, and the reason for this being the patient¿s third hospital visit; however, no additional information has been provided and to date, no product has been received for further analysis. A root cause for the reported event was not conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the heartmate mobile power unit not being reported. The heartmate 3 instruction for use was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instructions on how to interpret and troubleshoot no external power alarms. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient was currently on their third hospital visit in the last month. Log files were sent for review. The event log file captured power cable disconnect/low power hazard/no external power while connected to mobile power unit (mpu) on (B)(6)2024 at 20:55. This was caused by power to the mpu being briefly interrupted. There was no pump interruption during these events as the system controllers' backup battery (ebb) functioned as intended. The alarms resolved upon mpu regaining power.